Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient stated that the self adhesive does not adhere correctly to the skin and comes off. She alleges that it is a defect of the cannula. No adverse event alleged. Device not available for return.